Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 02:45:02 on (B)(6) 2024. At 21:32:06, an arrhythmia was detected. ECG shows idioventricular rhythm @ 70 bpm. At 21:32:42, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was idioventricular rhythm @ 60 bpm. Post shock rhythm was idioventricular rhythm @ 30 bpm. The electrode belt was disconnected at 22:16:56 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.